Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see corrections to d5, updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to damage on the charged coupled device unit. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environment problems such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a flickering image during reprocessing. There was no patient involvement.